Manufacturer narrative:
Eval: results - (other): visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue.conclusions - (no conclusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval.

Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and one haptic tore. The lens was removed with no pt injury.